Event description:
The customer alleges that the device has no ac or power. The alleged issue was detected prior to use. No pt injury.

Manufacturer narrative:
(B)(4). The complaint was confirmed, but the root cause is unk. The device history record investigation did not show issues related to complaint. The device was manufactured on 07/28/2010. Upon receipt, the unit was visually inspected for outward, visible signs of misuse/abuse/neglect (physical check, tp-1). Nothing of any significance was noted in terms of physical damage. The unit was inspected for cracks, wire frays, plastic case cracks/fractures, burn areas/wires, damaged power cord strain reliefs. No significant amount of lint built on fan or cooling ports. The unit was gently rotated and then lightly shaken (rattle check, tp-2) to determine if any loose components might be moving around inside the plastic case. Nothing loose noted. The serial number was confirmed a match to the technical complaint number. The neptune was connected to 110 vac. The unit passed the initial power connect test (tp-3). The unit also navigated through the power-on self-test (p.o.s.t.) (Tp-4) with no issues. The next test was the temperature display accuracy test (tp-5) using the diagnostic probe kit, part number 425-99. The neptune displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was put on an abbreviated functional bench test (tp-7) and failed. The power supply pcb (11823) was identified as defective. The unit was then put on full functional bench testing for 24 hours and passed with no interruptions. The complaint has been confirmed. The defective power supply pcv will be returned tdk lambda for further investigation and eval. The failing pcb has been identified as the power control pcb (11801). No corrective/preventative actions assigned. Root cause cannot be established.